Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a magnet rate of ninety and a gas gauge that exhibited less than half year. It was noted that a threshold test was done and the gas gauge went back to three years. Boston scientific technical services (ts) suggested to use the magnet rate to determine the next follow up. Additional information indicated that there were no interventions done and the patient was for follow up. No adverse patient effects were reported.

Event description:
Additional information indicated that the pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.